Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the osteosynthesis with the insertion handle for the trochanteric fracture of the femur. When the insertion handle was attached to the nail, the surgeon felt they were not fixed firmly as usual. The surgery was completed successfully without any surgical delay. It was confirmed by the surgeon that there were no health hazard or surgical problems associated with the use of the insertion handle. Patient is stable. This report is for one (1) insert-handle hybrid. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part: 03.037.011, lot : 9717530, release to warehouse date : 08.jan.2016, expiration date : na, supplier: na, and manufacturing site:werk hagendrof. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the insert-handle hybrid. The device only presents signs of normal wear. A dimensional inspection was performed for the insert-handle hybrid and met specifications. A functional test was unable to be performed since the mating device was not returned. Therefore, it cannot be confirmed that the nail was not fixed firmly to the handle, as mentioned in the event description. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the insert-handle hybrid was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: insertion handle rev. K / rev. G. General tolerancing and dimensioning document rev. Af. Dimensional inspection: drawing. Specified dimensions: outer diameter of the steel body tip where it assembles to the nail . Measured dimensions: outer diameter of the steel body tip where it assembles to the nail = (conforming) device used. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.